Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate patient factors (severe annular calcification) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the edwards' affiliate in canada, a transcatheter aortic valve replacement procedure by transfemoral approach was performed to implant a 29 mm sapien 3 ultra resilia valve. Initial angiography after deployment of the valve did not demonstrate obvious annular rupture; however, concurrent hemodynamic monitoring showed significant instability, and blood pressure did not recover post-deployment, progressing to cardiac arrest. The patient was resuscitated and intubated. Subsequent fluoroscopy demonstrated a significant pericardial effusion consistent with cardiac tamponade. The adverse event was suspected to have occurred during deployment. Emergent pericardiocentesis was performed, the patient was placed on femoral cardiopulmonary bypass, and conversion to emergent open-heart surgery was undertaken and the sapien valve was replaced. Later the same day, communication confirmed the patient survived the procedure. The patient was stable in the ICU. As per the reporter, the root cause of the event was severe calcification.